Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient revised for grinding sensation. Update rec'd 12/14/2015: litigation papers allege the patient experienced increasing pain for some time, difficulty walking and the inability to bear weight. The complaint was updated/MDR decisions were reversed on: 12/18/2015. Update 5/12/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported metal squeak, chromium 44.4mcg/l and cobalt 66.0mcg/l with no date or reference range, revision surgical report information, pathology results of focal necrosis, weakness in left thigh, difficulty lifting leg, and left leg noticeably shorter than right leg and walks with waddle. Revision surgical report noted milky joint fluid, metal staining, a few deposits of metal around the socket, minor scratches on inner surface of liner and the cup to be vertical per radiology report. Stem being added for elevated metal ions and cup being added for malposition. Part/lot updated. The complaint was updated on: jun 3, 2016.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Ppf alleges pseudotumor, metal wear and metallosis.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update (12/5/16) ¿ pfs and medical records received. After review of the medical records for MDR reportability, it is noted that revision operative record indicated that patient had an apparent, left greater than right leg length inequality before her hip replacement and subsequent to it... Surgeon preferred not to lengthen her anymore than she was in her preoperative state. This contradicts the alleged "left leg noticeably shorter than right leg" in her pfs. There is no new additional information that would affect the existing MDR decision.